Manufacturer narrative:
Investigation is ongoing. Evaluation method: the surgeon sent a video of the implanted intraocular lens. Evaluation results: visual evaluation of the video showed a small void in the optic of the lens. Evaluation conclusion: investigation of the video of the damage to the lens shows there was no device failure. Damage to the lens was as a result of mishandling prior to implant.

Event description:
The facility states that the lens was successfully implanted in the pt's eye. Upon positioning the model aa4204vl intraocular lens, the surgeon noted a small mark on the optic. The lens remains implanted and there is no patient injury or loss of vision.